Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. A field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse confirmed the reported event by observing a large syringe error during start up. The complaint was resolved by changing the sample needle. The customer made controls and ran controls to validate the analyzer. Patient samples were also used to validate the analyzer. All results were within acceptable range. All errors cleared and the g8 instrument was operational. No further actions were required by field service. A 13-month complaint / service history review for similar complaints was performed for the serial number (B)(4) from aware date of (B)(6) 2018, which included data from 28 may 2017 through 28 june 2018. There were no similar complaints identified during the searched period, which includes this event. The g8 operator's manual under chapter 6 troubleshooting is as follows: 706 syringe-l error operation error in syringe-l inspect syringe-l. Execute smp. Reset. The most probable cause for the reported event was the defective sample needle.

Event description:
A customer reported error 706 syringe l-error on the g8 instrument. The customer changed the sample needle but this temporarily resolved the issue. The analyzer was down. The customer is unable to run patient samples on hba1c. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.